Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes the gel stays at the bottom of the tube post-centrifugation (poor barrier separation of the sample). There was no report of impact to the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on 02-oct- 2024. Investigation summary bd received four (4) samples and one (1) photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for poor barrier separation was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for poor barrier separation with the incident lot was not observed. Complaints for sample quality are under statistical control for the month of september 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of poor barrier separation based on the photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
E.1.initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes the gel stays at the bottom of the tube post-centrifugation (poor barrier separation of the sample). There was no report of impact to the patient or user.